Event description:
It was reported that when attempting to cross the calcified stenosis, the balance middleweight (bmw) universal ii guide wire could not cross and then proximal to the stenosis the tip of the guide wire was frayed. The tip of the guide wire did not separate and nothing remained in the anatomy. A new bmw universal guide wire was used and the procedure was finished successfully. There were no adverse patient effects. No additional information was provided. Analysis of the returned device revealed the shaping ribbon was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire found that the shaping ribbon was separated 2.2 centimeters distal to the center solder. The separated portion was still attached to the tip ball and the coils were not separated. The shaping ribbon was twisted proximal to the separation for a length of 2 millimeters. The tip coils were stretched out 6 mm proximal to the tip ball. The scanning electron microscopy (sem) analysis suggest that the ribbon failure may be attributed to torsional overload. A torsional overload suggests that the tip of the wire was entrapped and stationary as the proximal end of the wire was torqued. In this case, it is likely that the wire failed to cross the stenosed lesion and the tip became entrapped with the lesion. Then as the proximal end of the wire was torqued in the attempt to cross, the shaping ribbon separated and the coils became stretched during withdrawal. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Overall, the reported difficulty advancing and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.